Event description:
Device 2 of 2 reference MFR. Report#: 3006705815-2018-01269. Follow up information identified the patient¿s leads were replaced with new ones restoring therapy.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report#: 3006705815-2018-01269. It was reported the patient is not receiving effective therapy. Diagnostics revealed low impedance values on all contacts of one lead and several contacts on the second lead. Rep met the patient on unknown date. Reprogramming was unable to resolve the issue. X-rays confirmed the leads have migrated outside of the epidural space. Surgical intervention may be pending to address the issue.